Manufacturer narrative:
Follow-up #1 and final report submitted. Reported event: an event regarding inaccurate resection and poor trial fit a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 472 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn: 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding inaccurate resection and trial gaps. There were other reported events for the listed catalog number (pr 1537088, pr1419895, pr1427242, pr1440996, pr1407370, pr1419895, pr1427242, pr1433496, pr1443555, pr 1449671, pr1516994, pr1528344, pr 1549560, pr 1748126, pr 1765984, pr 1757777, pr 1748590, pr1910116, pr1910115, pr1973447, pr1999340, pr2007557, pr2027239 and pr1940380). Conclusion: bone prep challenges caused by failure in registration verification on the lateral femur and the protruding edges of the femur bone were overcome by doing second set of cuts by the surgeon. Further investigation and data from surgery shows that the femur and tibia checkpoint values, femur and tibia registration error values, rio registration and verification values, and bone preparation checkpoint values were within the accuracy tolerance limits. The surgical case was completed using the robot and surgeon was able to improve the fit of the trial implants on patient.

Event description:
Just before entering the haptics for the posterior chamfer cut, the arm was dropping an inch or 2 and the lines turned red. After adding more flexion in the leg and possibly moving the leg towards the robot, the arm was able to get into haptics. After all of the cuts were made and trial was put on. We realized that the anterior chamfer cut looked really deep. Looked like we would need to really flex the component. We cleaned up the most recent cuts that we made(posterior chamfer and distal). There was a green blotch on the lateral side of the posterior chamfer cut that dr. Boucher had issues reaching the first time around. Most likely due to exposure. Dr. Boucher spent the time to make sure he took that part down and we tried the trial again. The component was fitting slightly better but still not right. We changed to the straight attachment and performed clean up cuts on the posterior, anterior, and anterior chamfer cuts. The anterior cut was showing up as all white but without pressure added on the anterior cut(just staying within the starting plane) the blade took down bone. The fit of the trial was improved but not good enough for dr. Boucher to feel comfortable press fitting. Case type: tka. Surgical delay: 30-60 minutes.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Just before entering the haptics for the posterior chamfer cut, the arm was dropping an inch or 2 and the lines turned red. After adding more flexion in the leg and possibly moving the leg towards the robot, the arm was able to get into haptics. After all of the cuts were made and trial was put on. We realized that the anterior chamfer cut looked really deep. Looked like we would need to really flex the component. We cleaned up the most recent cuts that we made(posterior chamfer and distal). There was a green blotch on the lateral side of the posterior chamfer cut that dr. Boucher had issues reaching the first time around. Most likely due to exposure. Dr. Boucher spent the time to make sure he took that part down and we tried the trial again. The component was fitting slightly better but still not right. We changed to the straight attachment and performed clean up cuts on the posterior, anterior, and anterior chamfer cuts. The anterior cut was showing up as all white but without pressure added on the anterior cut(just staying within the starting plane) the blade took down bone. The fit of the trial was improved but not good enough for dr. Boucher to feel comfortable press fitting. Case type: tka.surgical delay: 30-60 minutes.